Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve, under expansion of the valve frame and moderate paravalvular leak (pvl) were observed. Subsequently, a post-implant bav was performed for better expansion while the patient was rapidly paced. During the post-implant bav, the valve dislodged into the ascending aorta. It was reported that prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was approximately 2 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was approximately 2 mm. After valve dislodgement, the valve implant depth on the ncc was -4 mm, and the implant depth on the lcc was -4 mm. Subsequently, a snare was used to pin the valve above the sinotubular junction (stj). A second transcatheter valve was successfully implanted. Following the implant of the second valve, the snare was released from the first valve; however, the first valve further dislodged towards the outflow of the second valve. The snare was used again to pull the dislodged valve up; however, this was unsuccessful as resistance was felt. Subsequently, the procedure was converted to open heart surgery and the first valve was explanted. Per the physician, the post-implant bav and depth of implant contributed to the dislodge. It was noted that a 1 hour procedural delay occurred as a result of the dislodge.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the deployment starting point was at the mid pigtail. A medtronic guidewire was used during the implant procedure. The patient had bulky stenosis that contributed to the valve expansion.